Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the device was evaluated, and reportable malfunctions were noted where there was no image and white residue in the air/water channel, air/water cylinder, and auxiliary channel. The most probable cause of the discovered damage is traced to component failure, which is expected or random component failure without any design or manufacturing issue. However, the identity of the white residue/foreign material and a definitive root cause of the white residue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had no image and white residue in the air/water channel, air/water cylinder, and auxiliary channel. There was no patient involvement.